Event description:
The consumer alleges their wheelchair tips forwards and backwards. Pt has allegedly fallen out of the chair 3 years ago and hit their head, causing bleeding by the shunt in their head.